Event description:
It was reported that the ventricular lead had an impedance increase and the capture thresholds had doubled. The clinician will discuss this matter with the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.